Manufacturer narrative:
The reported event, water came out of the bottom of the drill, was confirmed. During the inspection the staff mechanical engineer for failure analysis found evidence that water/cleaner was present on the inside of the tool at some point. There was a small amount of white, solid residue and visible staining on the trigger shaft and backside of trigger plate. The engineer determined this indicates that liquid was present inside the trigger cavity for some amount of time. Although it was possible liquid was trapped inside may have come out, there were no visible signs that occurred. No component failures were found tied to causing leaking. Although there was no active leaking found, the presence of a substance on or being emitted from the handpiece is likely to be caused or contributed to by fluid inside of the device. Leaking is likely due to a user issue and not as a result of a product failure. A possible cause of this failure is not sufficiently drying the handpiece after the wash cycle. A substance inside or leaking from the handpiece may be the result of improper cleaning and sterilization practices (not following recommended cleaning and sterilization methods) at the account site.

Event description:
It was reported that the system 7 dual trigger rotary was leaking an unknown substance during a procedure. The case was completed successfully without a clinically significant procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the system 7 dual trigger rotary was leaking an unknown substance during a procedure. The case was completed successfully without a clinically significant procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.